Event description:
It was reported that the patient with this pacemaker exhibited a heart rate in the 30 beats per minute range. Technical services (ts) was consulted and advised on further in office review of the device. No additional adverse patient effects were reported. This device remains in service.